Event description:
Maude event report (B)(4) stated: (B)(6) 2013: my stryker metal on metal hip resurfacing in my right hip which was implanted on (B)(6) 2009, started hurting. Upon examination with bloodwork and bone density and x-ray, it was determined by the doctor that the joint was releasing metal particles into my body causing metal toxicity and the joint was deteriorating. On day of surgery, the implant was removed and a brown liquid was found at the area. The liquid was sent for cultures while a spacer was placed in the joint for three days . Cultures came back negative, so new total hip was implanted. Reason for use: arthritic joint. Update as per patient (B)(6) 2013: patient stated that he had extreme pain in his groin area and also up the backside of his leg. Patient also reports that when he walked that his leg would give out unable to support weight.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker metal on metal hip. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding potential adverse local tissue reaction involving an unknown hip system was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined due to the minimal information received.

Event description:
Maude event report mw5029948 stated: volun 01-may-2013: my stryker metal on metal hip resurfacing in my right hip which was implanted on (B)(6) 2009, started hurting. Upon examination with bloodwork and bone density and x-ray, it was determined by the doctor that the joint was releasing metal particles into my body causing metal toxicity and the joint was deteriorating. On day of surgery, the implant was removed and a brown liquid was found at the area. The liquid was sent for cultures while a spacer was placed in the joint for three days . Cultures came back negative, so new total hip was implanted. Reason for use: arthritic joint. Update as per patient - doa (B)(6) 2013: patient stated that he had extreme pain in his groin area and also up the backside of his leg. Patient also reports that when he walked that his leg would give out unable to support weight.